Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged penetration of the ivc. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. All these above complications have been associated with serious adverse events such as medical intervention and/or death. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately ten years post vena cava filter deployment, the patient allegedly presented to the emergency department with complaint of epigastric and left upper quadrant pain. CT scan demonstrated the filter was penetrating the ivc, touching the aorta, iliac arteries and the right retroperitoneal soft tissue. The filter was successfully removed. Current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, ten years of post-deployment, computed tomography of abdomen and pelvis with contrast was performed which showed there was a filter within the inferior vena cava. One of the struts from the inferior vena caval filter was penetrating through the inferior vena cava posteriorly and was actually penetrating into the lumbar spine. On the next day, the patient experienced abdominal and back pain, inferior vena cava filter removal was performed which showed through the right internal jugular vein approach, a sheath was advanced into the cava and then through the filter into the distal cava. Cavogram was performed and demonstrated no evidence of thrombus formation. Venous doppler of the lower extremities was performed prior to the procedure and also demonstrated no evidence of deep vein thrombosis. A bard cone retrieval catheter was advanced into the recovery head of the filter and the cone was engaged into the head. Subsequently, the filter was removed successfully. The filter was inspected and has 6 legs and 6 arms. There was no evidence of fracture. Cavogram was performed post filter removal and demonstrated no evidence of extravasation. The patient tolerated the procedure well. Around, two months later, the patient experienced abdominal pain. Around, three weeks later, the patient experienced right lower abdominal pain. Around, three months and three weeks later, the patient experienced pain. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d10, g3. H11: g1, d6(date of implant), h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. Approximately ten years post vena cava filter deployment, the patient allegedly presented to the emergency department with complaint of epigastric and left upper quadrant pain. At some time post filter deployment, computed tomography scan demonstrated that the filter was penetrating the inferior vena cava, touching the aorta, iliac arteries and the right retroperitoneal soft tissue. Furthermore, it was alleged that the patient experienced extreme pain in their abdomen. The device was removed percutaneously. The current status of the patient is unknown.

Event description:
It was reported that approximately ten years post vena cava filter deployment, the patient allegedly presented to the emergency department with complaint of epigastric and left upper quadrant pain. CT scan demonstrated the filter was penetrating the ivc, touching the aorta, iliac arteries and the right retroperitoneal soft tissue. The filter was successfully removed. Current patient status is unknown. It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs. Furthermore, it was alleged that the patient experienced extreme pain in their abdomen. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was deployed prophylaxis for gastric bypass surgery. The records for this procedure were not provided for review. Approximately ten years post ivc deployment, the patient presented to the emergency room with complaints of shortness of breath, abdominal and back pain. A computed tomography of the abdomen and pelvis showed a filter within the inferior vena cava with one of the struts penetrating through the inferior vena cava and into the l4 vertebral body. The next day, computed tomography scan was performed and demonstrated the legs of the filter penetrating the cava into the soft tissues around the cava. The legs were touching the aorta and iliac arteries as well as the retroperitoneal soft tissue around the right. Using a cone retrieval catheter the patient underwent retrieval of the filter via the right internal jugular vein. The apex of the filter was engaged and was successfully removed. The filter was inspected confirming six legs and six arms with no evidence of fracture. Post filter removal cavogram demonstrated no evidence of extravasation. The patient tolerated the procedure well. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately ten years post ivc deployment, CT showed one of the struts penetrating through the ivc and into the l4 vertebral body. The next day, CT demonstrated the legs of the filter penetrating the ivc, with legs touching the aorta and iliac arteries as well as the retroperitoneal soft tissue. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.